Event description:
Pt's iliacs were aneurysmal. Physician had planned to occlude the right hypogastric. Prior to the procedure, the physician embolized two branches of the aneurysmal hypogastric. Upon placement of the ipsilateral iliac leg, there was no endoleak noted, but the physicain did not feel there was enough coverage at the landing zone. An iliac leg extension was placed extending the landing zone further past the hypogastric down into the external iliac artery.